Event description:
The pump was returned for investigation. Investigation revealed a display failure, damage to the battery compartment, damage to the battery cap, and damage to the case. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection of the pump showed a crack in the pump¿s casing, stripped threads in the battery compartment, two battery compartment cracks, and damage to the battery cap threads. The pump powered on with dim and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).